Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose at device after an interventional procedure. Reportedly, the suture did not deploy. A second device was used with the same results. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated that the rail suture end was broken at the swage end of the posterior needle tip during the suture retrieval process. This could appear very similar to the suture not deploying. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.